Event description:
It was reported that left hip revision surgery was performed due to elevated cobalt and chromium levels, pseudocyst, pain and discomfort.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated cobalt and chromium levels, pseudocyst, pain and discomfort. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had increasing and persistent pain, a negative infection workup (with sedimentation rate of 4 and c-reactive protein of 5 mg/l and aspiration without neutrophils). The pre-operative aspirate showed high levels of intra-articular cobalt / chrome. Blood serum chromium was 2.7 (no units and reference) and cobalt 1.4 (no units and reference) as well as an MRI would show a pseudocyst. Additional details on these findings as well as x-rays were not provided. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. An infection can be ruled out based on the information. Without additional information such a histopathological analysis the nature of the pseudocyst remains unclear. Without the device and x-rays available for investigation contributing factors or a root cause for the reasons of this revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.